Manufacturer narrative:
(B)(4). Concomitant medical products: unk item #, unknown head, unk lot #, unk item #, unknown liner, unk lot #, unk item #, unknown stem, unk lot #. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient presented with pain in right hip approximately 3 years post initial total hip arthroplasty. The patient underwent right hip arthroscopy with iliopsoas release. Attempts have been made and additional information on the reported event is unavailable at this time.